Manufacturer narrative:
Concomitant medical products: 5076-52 lead; implanted (B)(6) 2017. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that four days post-implant the right ventricular (rv) lead had dislodged and exhibited no capture. It was noted that the patient experienced bradycardia. The rv lead was explanted and replaced. No further patient complications have been reported as a result of this event.